Event description:
This lv lead was implanted on (B)(6) 2011 and remains implanted at the time. A call was placed to technical services on 11/01/2016 stating that this lv lead has noise and pacing inhibition. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).